Event description:
Patient implanted with click'x 2 years prior. Posterior fixation revision to extended construct in 2010. Tumor in vertebral body and resection at t5 with cement. Screws, rods and locking caps added at t3 and t4 to extend construct from t3-t9 and connect previous rods at t8-t9. Screws removed at t5, new rods and connectors added at t8. Synex ii at t5-t8 and t12 were fine. Patient revised. Xrays showed tumor eroded bone and synex ii subsided. Two screws were pushing through skin at t9 right and left. Rod broke at t8 on right. Synex ii at t6-t7 removed anteriorly (B)(6) 2011. Patient revised. Rods replaced and screws removed at t8 with corpectomy on (B)(6) 2011. Patient revised to posterior fusion on (B)(6) 2011 at t3-l2. This is the 7th of 16 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date. Additional information has been requested.